Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was that the air in line board was removed from the slot. The air in line board has been reseated to fix the condition. Additional: a service history review revealed that the device has not been previously serviced for the reported condition. The user interface module master software version is 6.13.90, categorized as remediated. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
During service by baxter, the colleague infusion pump was found to contain a malfunction of 814:04 failure code in the event history. This event was found during product evaluation. There was an interruption during delivery. No additional information was available. The user interface module master software version is currently unknown.